Event description:
It was reported the patient as having a cat scan of the pump site for a possible infection. There were no current problems with the pump. It was later reported there was a pump infection. A culture was being taken on (B)(6) 2013 and the next steps for treatment were being decided. Additional information has been requested but was not available as of the date of this report.

Event description:
The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported the infection was at the pump pocket a month post-operative. Neither the managing physician nor the implanting physician was notified by the patient¿s nursing facility. (B)(6) was cultured and the pump and catheter were removed. It was reported the patient was "fine" and will get a new system when the doctor is confident the infection has cleared.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of onset/diagnosis of the infection was (B)(6) 2013. The patient's signs and symptoms were redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the device pocket. There were both oral and intravenous antibiotics administered. The patient had the risk factor of debilitated status before implantation of the device. The patient was a nursing home resident secondary to familial spastic paresis. It was later reported the patient had no symptoms at the post-operative appointment. Around 4 weeks post-implant the patient had redness at the pocket. The patient was taken to the hospital and tested (B)(6). The hospital put the patient on antibiotics and sent her back to the nursing home. The infection was discovered when the patient came in for her first titration appointment. The implanting physician was then notified and the patient was explanted that day. The patient was doing fine and recovering.